Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: according to the information provided, it was reported that the handle on the customer's gryphon slotted fishmouth guide was separated from the shaft. The complaint device was received and evaluated. Visual observations reveals that the handle assembly and the shaft were received disassembled, damages not were observed in the shaft or in the handle. In addition the shaft still have the sharp edges. Besides, the laser impressions on the handle and on the shaft are in good condition. Confirming this complaint. The possible root cause for the reported failure can be attributed to the age and repeated use of the device causing fair wear and tear. However, this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the handle on the customer's gryphon slotted fishmouth guide separated from the handle. There was no debris in the patient. The procedure was completed with another like device with no patient harm or surgical delay to the case. The device will be returning for evaluation.